Event description:
Customer reported poor image quality, right monitor flickering. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the power cord. System operates as intended. This MDR is related to ge healthcare complaint number.